Event description:
It was reported that patient reported that they are unable to connect their handset and communicator to their implanted neurostimulators when they are in different rooms. Patient stated that the only place they can use the handset is near their bed. Agent tried to assist with devices but patient stated they did not have them available so they will give us a call back once they do. Patient stated they did not need any assistance. Patient stated the devices wont connect in any other part of their house except his room, and they have tried everything to get them to connect in the other parts of the house. Agent tried to assist with devices but the patient stated they did not have them with them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.